Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board (pmb) and batteries were replaced to resolve the reported issue. The customer contact reports no patient information is available..

Event description:
The hospital reported that during a case, the unit shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.